Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system as well as drive motor anomaly. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08760 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device primed properly during testing. No prime/fill anomaly noted. The low reservoir alarm was set to 20.0 units. Device properly alarmed low reservoir with 20.0 units remaining in the status screen. No drive/motor anomaly, unexpected motor grinding noise anomaly or a33 alarm noted. The motor was tested outside of the unit and passed. Device was monitored for 1 day. No unexpected low battery alarm or unexpected off no power alarm noted. Device uploaded properly using carelink. Device had minor scratched display window, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker. (B)(4).